Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of procedure, name of procedure.

Event description:
It was reported that the patient underwent an unknown procedure in 2018 and suture was used. It was reported that the suture broke by nodal. There were no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.